Event description:
The wall-mounted device fell off of the wall due to improper installation, and the tubehead of the device hit a patient in the shoulders. The patient experienced pain, soreness and went to the ER. X-rays of the shoulder, back, and neck region were taken, there were no fractures or broken bones. Patient was prescribed pain medication, muscle relaxant, and anti-inflammatory medication. Patient has recovered since the incident.

Manufacturer narrative:
The converter housing of the device was returned to the MFR for eval. The converter housing was cracked and a section of the housing around the lower mounting bolt location was missing. Photos of the installation were examined, and a phone interview with the installation tech was conducted. The photos revealed that the top mounting bolt pulled loose from the wall. Leaving the entire weight load of the unit to be only supported by the single lower bolt. The converter housing is not strong enough to support the entire weight of the unit if mounted by only one bolt, and ultimately cracked around the mounting bolt, causing the unit to fall from the wall. It also appeared that the top mounting hole was very close to the left edge of the 4x4 that was intended for the mounting of the unit. It's likely that the top bolt either partially engaged the 4x4 or caused the 4x4 to split and fail because of the proximity of the mounting bolt location to the left edge. The most likely cause for the unit to fall off the wall was that installer did not follow instructions in the expert dc install manual and inadequately located the top mounting bolt in the 4x4 during installation.